Event description:
It was reported that a ventilator was providing low readings for the flow. No patient injury was reported. No other information was provided with this complaint.

Manufacturer narrative:
Other, other text: device was returned with a bent front panel, a damaged input/output label, and a loose patient outlet connector. Testing delineated that the device was out of specification. The device measurements were reset. Replacements/and or repairs of damaged components were made. Device history record review was not performed, due to the age of the device and damage sustained. D5 and e4 are unknown.